Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "cap con" baker grade unknown, and "both implants indicate saline textured implants." Device was explanted.